Event description:
Device 2 of 2. Reference MFR report number 3006705815-2019-00386. It was reported that patient was not receiving effective stimulation. The following MFR report numbers document that there were low impedances and the leads were explanted: 3006705815-2018-03068. 3006705815-2018-03069.